Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump began alarming on (B)(6) 2013. The patient was vomiting, had diarrhea and hadn¿t had a soft stool ¿since I had this thing put in¿. It was also noted the patient was getting nervous. The patient was a three day drive from their managing health care provider and planned to follow up with basic home infusion for assistance. Additional information in (B)(6) 2013, said the patient did not come in for her scheduled pump refill appointment on (B)(6) 2013 because she was out of town. It was documented that the pump and catheter issues were of unknown etiology. An x-ray was performed on (B)(6) 2011 and the results were unknown. It was said the patient had withdrawal symptoms when she was out of state and was seen by an ER physician and it was unknown if the patient was actually hospitalized. The device was planned for replacement. The patient outcome was listed as no injury. The pump was used to infuse dilaudid and fentanyl and unknown baclofen.

Event description:
It had previously been reported the patient¿s pump had begun to alarm on (B)(6) 2013, however the day prior to that was when the patient had first heard the alarm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal firm on (B)(6) 2017 reporting delivery failure. The patient experienced withdrawal, spasticity, pain and hospitalization. Explant surgery occurred on (B)(6) 2014. No further complications were reported/anticipated.